Event description:
Medtronic received a report that the axium prime coil could not be pushed out of the microcatheter. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a ruptured, saccular aneurysm located in the m1 segment of the middle cerebral artery. The max diameter was 2mm, and the neck diameter was 1mm. The patient's blood flow and vessel tortuosity were normal. Additional information received reported that the resistance was in the middle of the echelon 10 microcatheter. The coil had pushed out of the introducer sheath smoothly, and there was no kink/damage observed to the coil.

Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic pouch; and within a dispenser coil. The echelon-10 micro catheter used in the event was not returned. Therefore, device analysis could not be performed and conformance to specifications could not be determined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per the axium prime coil IFU (instructions for use): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands¿ therefore, the echelon-10 micro catheter was found compatible for use with the axium prime coil. Visual inspection/damage location details: the axium prime implant coil was returned within the introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The axium prime pushwire was found to be broken at ~3.3cm from proximal end and retained by release wire. The axium prime implant coil was found to be damaged within the introducer sheath. No damages or irregularities were found with the introducer sheath. No other anomalies were observed. Testing/analysis: due to its damaged condition, the axium prime coil could not be used for resistance testing with an in-house catheter. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed and the cause could not be determined. Advancing the axium prime coil against resistance would result in damage to the implant coil and pushwire. Possible contributing factors to ¿coil resistance¿ include the use of an incompatible device for delivery, tortuous anatomy, or failure to hydrate the axium prime coil prior to use. The echelon-10 micro catheter used in the event was not returned; therefore, any contributing factors (other than inner diameter specification) could not be assessed. The echelon-10 micro catheter was found to be compatible, the axium prime coil was prepared prior to use (which includes coil hydration), and the vessel tortuosity was normal. There was no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.